Event description:
It was reported that externalized conductors were noted when an asymptomatic patient presented for device change due to normal eri. No electrical anomalies were noted. The lead was capped and replaced successfully. The patient was fine post procedure.